Event description:
On 26th april 2024, rayner received notification from a healthcare facility in india of an event that occurred during use of a rayone trifocal rao603f. The event description provided states that immediately following iol implantation, the iol optic was found to be broken.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation into the eye, a piece of the optic was observed to have chipped off during implantation. The iol was explanted and exchanged during the original surgery session without further incident and without injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device was retained and returned to rayner for evaluation. The injector was returned dehydrated in the blister tray. Labels and IFU were included. Preliminary inspection of the returned injector showed that the movable flaps were partly open, and the plunger was fully retracted. Viscoelastic residue was also observed in the loading bay and in the nozzle. The lens was returned in a piece of paper. Inspection of the lens under x10 magnification identified a piece of the optic was cut off, confirming the event as reported. To facilitate further inspection of the returned product, the injector was disassembled. The injector parts were inspected under 10x magnification. The plunger tip was observed to be slightly damaged. To facilitate further testing of the injector, the injector was re-assembled with a new plunger. 1x rayone aspheric rao600c +31.0 d from rayner's stock was loaded and injected as per the IFU. Ophteisbio3.0% ovd was used. Injection was successful, with no resistance experienced, and with no damage to the lens or injector post injection. A toluidine blue 0.5% dye test was performed on the nozzle. This test did not identify any irregularity in the nozzle coating. From the testing performed we were not able to replicate the event as reported - the test lens was injected without incident and without damage. Product testing performed confirms that the device performs as intended. No fault of the rayner injector was found. Our review of production records for the rayone trifocal rao603f batch 073221140 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone trifocal rao603f batch 073221140. Product inspection confirms the event as reported; however, has been unable to determine the root cause of the event.

Event description:
On 26th april 2024, rayner received notification from a healthcare facility in india of an event that occurred during use of a rayone trifocal rao603f. The event description provided states that immediately following implantation, the iol optic was found to be broken.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation of the rayone trifocal rao603f, the iol optic was broken, with a piece cut off. The rayone trifocal rao603f was explanted and exchanged during the original surgery session without injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device was not returned to rayner. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. Our review of production records for the rayone trifocal rao603f batch 073221140 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone trifocal rao603f batch 073221140. There is insufficient evidence and information available to establish the cause of the lens damage post implantation.